Event description:
Information received indicates the right siderail will not stay raised.

Manufacturer narrative:
The technician found the foot end tube of the siderail was broken where the base of the tube attaches to the siderail assembly. The technician replaced the end tube and top rail to repair the stretcher.